Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to routine generator change out procedure, upon device interrogation, it was discovered that the right atrial lead exhibited oversensing of noise and an increased output pulse width. It was noted that the patient had a history of high capture threshold on the lead. The lead was capped and replaced (B)(6) 2019. The patient tolerated the procedure well and remained stable prior to, during and post procedure and was discharged as anticipated.